Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available, and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a lateral extra-articular tenodesis surgery the tip of the device broke off after insertion. The surgery was finished successfully. After the surgery a x-ray was taken and a piece of metal was noticed, but was unclear what it was. Six weeks after surgery another x-ray was taken and it was noticed it had to be the tip of the fibertak. The tip was broken and still in the patient. Patient is aware of it and no further action is planned.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.